Manufacturer narrative:
Concomitant products: g150 crt-d implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) lead was fractured due to a car accident. The rv lead was programmed off. No patient complications have been reported as a result of this event.